Event description:
It was stated that the external urine collector set leaks, flooding. An electrical smell from the device comes. The leakage that could have contributed to an interruption of therapy. The event occurred during infusion and there was patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the external urine collector set leaks, flooding and an electrical smell from the device comes. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the visible traces of liquid damage on the motherboard. An electrical smell from the device comes and it was able to be duplicated. They are visible traces of liquid damage on the motherboard. To be safe, all electrical parts should be replaced. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.

Manufacturer narrative:
Corrections: update to h6 codes upon evaluation of the available information, this event was determined to be not reportable. The reporter indicated that the patient¿s external urine collection device leaked onto the pump, and an electrical odor was noted during infusion. There was no indication that the event caused or contributed to a serious injury, nor that it resulted in an interruption or delay of therapy. Investigation of the returned device identified evidence of fluid ingress onto the pump¿s motherboard. However, there was no evidence to suggest that the device malfunctioned. As a precaution, electrical components were replaced. Following repair, the device met all functional and performance specifications. Based on the available information, there is no evidence that the device caused or contributed to a reportable adverse event, and no device malfunction was identified that would be likely to cause or contribute to a death or serious injury if it were to recur.